Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9337380 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time.

Event description:
It was reported that a crack was found in the bd luer-lok¿ syringe sterile, single use while being used. The following information was provided by the initial reporter: "we had a syringe crack while being used yesterday. Unfortunately the nursing staff disposed of the product so we could not examine or provide pictures. It is possible the product was damaged in handling, or it may have been defective.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a crack was found in the bd luer-lok¿ syringe sterile, single use while being used. The following information was provided by the initial reporter: "we had a syringe crack while being used yesterday. Unfortunately the nursing staff disposed of the product so we could not examine or provide pictures. It is possible the product was damaged in handling, or it may have been defective."